Manufacturer narrative:
The device is available for return; however, it has not yet been received.

Event description:
The primary tubing of an unspecified primary IV tubing reportedly broke off into luer access device of a peripherally inserted central catheter (PICC) line when nurse went into room to disconnect IV tubing for a patient in the inpatient sub location at 12.00. There was no clinical injury noted. No delay in therapy. Nursing was able to change the leur access ends on the PICC and continue with care. Patient was receiving ampicillin and 0.9% normal saline through said device. There was no report of any human harm.